Event description:
It was reported that the customer had a issues with no delivery alarms. Customer stated that she keeps receiving a no delivery alarm and bent cannulas when she inserts an infusion set. Customer's blood glucose level was 313 mg/dl. Customer has been receiving no delivery alarms for days, but last night the customer did not receive an alarm. Customer woke up with high blood glucose levels. Customer has a lantus and insulin pens as a back-up plan. Customer treated with a bolus. Troubleshooting was performed. Customer did not have a tubing clamp. Customer will call back when they receive it, so they can continue troubleshooting. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.